Event description:
A caller reported a cartridge alarm 20 during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer was advised to replace the pump, with tandem technical support confirming the need for a replacement due to repeated cartridge alarms. The customer was informed about the replacement pump, training availability, and the process for returning the problematic pump. The customer understood all instructions and would continue using the current pump until the replacement arrived.